Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
One (1) mis cannulated polyaxial screw [product code: 1867-15-040, lot number: aplbf6] was returned for evaluation. Visual examination revealed that the screw¿s inner saddle had been dislodged and rotated out from its intended location. DHR review identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. A review of the complaint trend analysis was performed and no systemic trend was identified as a result of the analysis. The root cause of the screw¿s inner saddle becoming dislodged and rotated from its intended location cannot be positively determined. However, a probable root cause may have been due to unanticipated forces being placed on the uniplanar screw during insertion resulting in saddle dislodgment. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends have been observed, this complaint file will be closed with no further action required.

Event description:
On (B)(6) 2015, l5-s1 instrumentation using viper ii system was performed for the patient with grade 2 spondylolytic spondylolisthesis ((B)(6) year-old female). After reduction with the vbd following the instructions, the extension at s1 came off. The surgeon placed the extension again, but a rod could not be inserted into it. When he removed the screw and checked it, the cap inside the screw head had rotated to the position where the rod could not be inserted. The surgeon replaced the screw and completed the procedure with a 60-minute delay. The patient is currently being followed.